Event description:
Caller reported an alarm 2 followed by alarm 26, indicating an occlusion event earlier in the day, before contacting technical support. Blood glucose levels did not exceed 500 mg/dl, with no reported high readings on the continuous glucose monitor, thus there was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery.